Manufacturer narrative:
User reported issue was confirmed. Device was found to have a power issue. The main board pcba was replaced. The device was repaired and retested to meet all the specifications on (B)(6) 2015. (B)(4).

Event description:
The user reported " we are no longer able to shut off the pump and the screen is full of odd symbols." The device had erratic display and power issue. No patient was involved in this case.